Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from two serial samples from the same patient and a troponin free sample using vitros tropi es reagent on a vitros eciq immunodiagnostic system. The most likely assignable cause for the results is analyzer related, as the within-run precision test was unacceptable. Following completion of service actions the eciq system was returned to its expected performance. The investigation could not rule out pre-analytical sample handling as a possible contributing factor, but was able to rule out a vitros tropi es reagent issue.

Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from two serial samples from the same patient and a troponin free sample using vitros tropi es reagent on a vitros eciq immunodiagnostic system. Serial sample 1 result: 0.159 ng/ml vs expected <0.012 ng/ml. Serial sample 2 results: 0.121, 0.060 ng/ml vs expected <0.012 ng/ml. Troponin I free sample result: 0.073 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Only the higher than expected result from serial sample 1 was reported outside of the laboratory. The patient was admitted to the hospital and aspirin treatment was initiated based upon the initial reported result, and later discontinued once a corrected report was issued. The patient did not experience any acute side effects while under medical care in the hospital; therefore, it is highly unlikely this patient will experience any serious long term harm due to the unnecessary short term administration of aspirin. There was no allegation of patient harm made as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).